Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, increased threshold was noted on the left ventricular (lv) lead. Diagnostic imaging confirmed the lv lead was dislodged. The lead vector was reprogrammed, and the lv lead will continue to be monitored until revision. The patient was stable with no adverse consequences.